Event description:
During routine cysto/biopsy metal fragments noted in the bladder viseo documentation made. Instruments taken from service. Bladder irrigated with copeous amount of irrigation. No adverse effects to pt at this time. This problem with MFR's instruments is on going. Several med watch filed in the last 18 months.